Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015, where the ipg was revised and the issue is now resolved.

Event description:
It was reported the patient is experiencing discomfort and aching sensations at the ipg site. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.